Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified and opening, a flat crease, and wear abrasion. A leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identify two striated edge openings, consist with in the use of a surgical tool, and a puncture in the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is two striated edge openings on the anterior side due to surgical damage, and a puncture opening on posterior due to surgical like damage.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.